Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited inappropriate auto mode switch episodes which were due to exposure to emi. During the visit the signal was sensed occasionally. The patient was asymptomatic and no intervention was performed.